Event description:
It was reported that this patient presented to the emergency room (ER) over the weekend after seeing a red flashing light on their remote monitoring communicator while at home. A review of data from the patient's implanted pacemaker device indicated there was a high out of range pace impedance measurement greater than 2000 ohms on the right vetricular (rv) channel which triggered a lead safety switch (lss). As a result, the device automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. The rv lead is not a boston scientific product. It was indicated that noise could not be reproduced on the lead. In response, the device was programmed to a rv lead unipolar pacing and bipolar sensing configuration and the auto capture feature was programmed on. The products remain in-service. There were no patient symptoms or adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).